Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, as-ifs1, airseal ifs, 120v was being used and ¿a liver surgeon, had experienced gas embolism during liver resection from 2020 to 2022. This report is for cases that occurred in 2021. As this case occurred in the past, details such as the surgical method are unknown.¿. There was no report of a device malfunction. The procedure was completed. This report is being raised on the basis of injury due to device with no report of malfunction being used during a procedure where the patient experienced gas embolism.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 26 reports, regarding 27 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value. Gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, as-ifs1, airseal ifs, 120v was being used and ¿a liver surgeon, had experienced gas embolism during liver resection from 2020 to 2022. This report is for cases that occurred in 2021. As this case occurred in the past, details such as the surgical method are unknown.¿. There was no report of a device malfunction. The procedure was completed. This report is being raised on the basis of injury due to device with no report of malfunction being used during a procedure where the patient experienced gas embolism.